Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was unable to obtain telemetry signal. The device was at end of life. The device was removed and replaced. No patient complications have been reported as a result of this event.